Manufacturer narrative:
The lead is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this atrial lead was exhibiting low sensing measurements and high threshold measurements. A revision procedure was performed and efforts to reposition the lead were unsuccessful. The lead was removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure testing was performed which confirmed the electrical continuity and insulation integrity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.